Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ((B)(6)) ipg is unable to communicate with external devices. The patient suffers from memory issues and does not remember the last time the ipg was charged or the last time stimulation was felt. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
Concomitant products: model: 3186 (x2), scs leads, implant date unknown. Model: 1194, scs anchor, implant date unknown.